Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurements were 116 ohms when delivering a 14 joule shock. At a follow up a few months later, the shock impedance measurements were now greater than 125 ohms. An x-ray was performed revealing no issues with the connector, lead pins or setscrews. Pocket manipulation and stored electrograms did not reveal any noise. All other electrical measurements were appropriate. Boston scientific technical services (ts) was contacted and discussed possible reasons for this observation, including single coil lead behavior or electromagnetic interference (emi). No adverse patient effects were reported.